Event description:
It was reported by the rep the device was used during an unk procedure. It was reported the ax55b stapler misfired. No details were given about the surgeon, procedure or about the stapler misfired. No details were give about the surgeon, procedure or about the stapler misfiring. A new product was opened to complete the case. There was no consequence to the pt.